Event description:
On (B)(6) 2022, it was reported that this patient on peritoneal dialysis (pd) had peritonitis. However, there were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. In additional follow-up, the patient¿s pd nurse reported that the patient was experiencing symptom of abdominal pain. As a result, on (B)(6) 2022, the patient went to the hospital and was admitted. During the hospitalization, the patient had a pd culture obtained which grew the bacteria klebsiella (species not provided). The patient continued pd therapy and was treated with intra-peritoneal (ip) antibiotic therapy with ceftazidime (dose unknown). Subsequently, on (B)(6) 2022, the patient was discharged home continuing pd treatments with the same cycler. The nurse stated the patient is recovering from the peritonitis event. Per the nurse, the patient did not have any issues with fresenius device, or product in relation to the event. The nurse indicated the patient¿s nephrologist attributed the peritonitis to complications from concurrent kidney stones.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. The patient¿s pd culture yielded growth of the klebsiella which is a bacterium normally found in the intestines. However, klebsiella can often be associated with infections of the urinary tract which can lead to the development of kidney stones. The nurse indicted that the patient¿s nephrologist attributed the peritonitis to patient having concomitant kidney stones. Therefore, there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with the peritonitis event.

Event description:
On (B)(6) 2022, it was reported that this patient on peritoneal dialysis (pd) had peritonitis. However, there were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. In additional follow-up, the patient¿s pd nurse reported that the patient was experiencing symptom of abdominal pain. As a result, on (B)(6) 2022, the patient went to the hospital and was admitted. During the hospitalization, the patient had a pd culture obtained which grew the bacteria klebsiella (species not provided). The patient continued pd therapy and was treated with intra-peritoneal (ip) antibiotic therapy with ceftazidime (dose unknown). Subsequently, on (B)(6) 2022, the patient was discharged home continuing pd treatments with the same cycler. The nurse stated the patient is recovering from the peritonitis event. Per the nurse, the patient did not have any issues with fresenius device, or product in relation to the event. The nurse indicated the patient¿s nephrologist attributed the peritonitis to complications from concurrent kidney stones.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid within the cassette compartment. There was no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An as-received simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. There were visual indications of dried fluid under pump mushroom head and within the recess of the bottom cover adjacent to the pump assembly. The cause of the observed dried fluid and fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On (B)(6) 2022, it was reported that this patient on peritoneal dialysis (pd) had peritonitis. However, there were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. In additional follow-up, the patient¿s pd nurse reported that the patient was experiencing symptom of abdominal pain. As a result, on (B)(6) 2022, the patient went to the hospital and was admitted. During the hospitalization, the patient had a pd culture obtained which grew the bacteria klebsiella (species not provided). The patient continued pd therapy and was treated with intra-peritoneal (ip) antibiotic therapy with ceftazidime (dose unknown). Subsequently, on (B)(6)2022, the patient was discharged home continuing pd treatments with the same cycler. The nurse stated the patient is recovering from the peritonitis event. Per the nurse, the patient did not have any issues with fresenius device, or product in relation to the event. The nurse indicated the patient¿s nephrologist attributed the peritonitis to complications from concurrent kidney stones.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.